Event description:
It was reported that; bottom of inner shaft of funnel is broken

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis was performed to analyze the fractured weld. Conclusion: the plausible root cause of the reported event is design related.

Event description:
It was reported that; bottom of inner shaft of funnel is broken.